Event description:
It was reported that the customer had a no delivery alarm off and decided to discontinued the use of the insulin pump. The customer's blood glucose level was 122 mg/dl. The customer has taking manual injection for the last two weeks. It was explained to the customer the exchange policy of the insulin pump. The customer call for the exchange of the insulin pump. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a constant failed battery test alarm due to a corroded battery tube. The excessive no delivery alarm and unexpected suspend anomalies could not be tested due to the failed battery test alarm. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.